Event description:
Information was received indicating that a smiths medical medfusion® 3500 syringe pump received a "super cap" post error / motor error message. There were no reported adverse effects. The product family hazard analysis indicates that the device in the reported incident is related to a hazardous situation ((B)(4)-interruption of therapy-hazsit.46) and would likely cause or contribute to a death or serious injury if the malfunction were to recur.